Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received the scs system on (B)(6) 2011. It was reported that the physician planned to reposition the ipg due to the pt experiencing discomfort attributed to the location of the ipg. Upon removal of the ipg, the physician observed fibrous tissue inside and around the set screw. The physician elected to replace the ipg.